Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast and down arrow buttons were intermittently responsive. During investigation, evidence of contamination was found under all keypad button contacts.

Event description:
The patient was contacted on (B)(6) 2012 and reported that the down arrow button was sticking and scrolling. The patient confirmed that all other buttons were working appropriately. The patient confirmed that the keypad was intact and does not get the pump wet. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the down arrow response issue.